Event description:
It was reported that the ilet displayed alarm 41 indicating an insulin shaft rewind error, the device could not change supplies, multiple restarts did not clear the alarm including a dry run without supplies, the screen remained usable, the device was not synced before shutdown, insulin delivery was affected with an occlusion alert and high glucose alert, and the device will be returned. Symptoms included hyperglycemia, with a reported glucose level of 300 mg/dl and no additional symptoms. Outcomes included a delay to therapy, and the user reverted to backup therapy per guidance. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a communications problem associated with a failure to infuse insulin, with the issue traced to the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.